Event description:
The customer reported when the ventilator was plugged into the ac power outlet there was a puff of smoke that was observed from the rear of the device. The customer reported the ventilator had not yet been switched on when it occurred. The ventilator was returned to the manufacturing facility for analysis. Review of the ventilator diagnostic log confirmed a 35volt failure occurrence which may result in a shut down of the device during operation. Evaluation of the device at the manufacturing facility revealed a component short on the cpu pcb board.